Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge and loaded a new cartridge in attempt to resolve the issue. The customer continued to use the pump for insulin therapy, and a replacement pump was sent. Customer¿s blood glucose level was 137 mg/dl.